Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-jul-2025. The user reported that the ilet touchscreen was unresponsive to input and noted a visible crack on the screen. A replacement device was arranged to be shipped overnight. No adverse health effects occurred, and blood glucose levels were unaffected at the time of the report.